Manufacturer narrative:
H11: additional manufacturer narrative: acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Based on the evaluation and available information, the report of "severe eccentric mitral insufficiency" is confirmed by evaluation of returned subject device. As reported, the valve was inspected before use and showed no alterations. Analysis of the explanted valve on the operating table showed "a small fold of the leaflets between two commissures of the auricular side, without perforation or tearing". The fold of the leaflets between two commissures indicates an incident of suture looping. The cause of "severe eccentric mitral insufficiency" is suture looping due to use error. An edwards defect has not been confirmed.

Manufacturer narrative:
Added information to section d9, h6 (device code), h6 (type of investigation) corrected data: h6 (device code): "4068 - central regurgitation" code removed; h6 (type of investigation): "4117 - device not accessible for testing" code removed h3: evaluation summary customer report of insufficiency was confirmed due to suture looping. X-ray demonstrated the wireform to be intact. Suture track indentations were observed on free margins of leaflet 1 and leaflet 2 near commissure 2 and on free margins of leaflet 2 and leaflet 3 near commissure 3. This indicated that sutures were looped around commissures 2 and 3. Indentations were also observed on the free margin of leaflet 1, closer to the central coaptation region, and on the free margin of leaflet 3 near commissure 1. Suture holes were visible around the sewing ring. Multiple suture threads remained attached to the sewing ring. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Metal band was exposed around all three leaflets on the inflow aspect. No other visible inconsistencies were observed on the valve. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
A DHR review was performed and no related non-conformances were found. No product or images were provided for evaluation. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Based on the information received, the complaint of severe eccentric mitral insufficiency is confirmed. As reported, the valve was inspected before use and showed no alterations. Analysis of the explanted valve on the operating table showed a small fold of the leaflets between two commissures of the auricular side, without perforation or tearing. The fold of the leaflets between two commissures indicates a potential incident of suture looping. Although a root cause of the failure of valve, requiring an explant at implant, cannot be conclusively determined, suture looping likely occurred during implantation of the subject valve, which might have contributed to the severe eccentric mitral insufficiency, indicating potential use error. An edwards defect has not been confirmed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx29mm valve implanted in the mitral position was explanted at implant due to severe eccentric mitral insufficiency without paravalvular leak (pvl). The valve was inspected before use and showed no alterations. The valve was implanted with no issues. The holder was used as per IFU but there was more resistance than usual, however it was completely released. Upon leaving cardiopulmonary bypass (cpb), severe insufficiency was identified by transesophageal echocardiography (tee). It was decided to convert to conventional sternotomy and evaluate under direct vision. At that moment it was observed that the valve was well implanted, with its three (3) posts on the ventricular side, even so, the valve was explanted and, not showing any structural alteration at that time, it was decided to reimplant the same valve, resulting once again after unclamping and leaving cpb in severe eccentric valve insufficiency. It went on cpb again and it was decided to changing that valve for another 7300tfx29mm valve which worked correctly. On the operating table when analyzing the explanted valve only at the level of the ring it was noticed a small fold of the leaflets between two commissures of the auricular side, without perforation or tearing. The patient did not suffer any adverse events, however had three (3) aortic clamps until it was identified that the valve was failing. The patient was discharged home on postoperative day 10 due to comorbidities, mainly obesity.